Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A patient experienced ineffective stimulation was reported to abbott. As a result, the physician explanted the patient¿s ipg, two extensions, and three leads. The remaining lead was explanted during an unrelated surgery on a later date. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-31264, 1627487-2020-31258, 1627487-2020-31259, 1627487-2020-31260, 1627487-2020-31261, & 1627487-2020-31263. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s ipg, two extensions, and three leads. The remaining lead was explanted during a unrelated surgery on a later date. The exact date of the surgeries are unknown.